Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the reagent probe a collar wash waste solenoid valve to resolve the issue, no further leaking was observed or instrument errors generated. The instrument software version is 5.4.92. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a leak from reagent probe a on their unicel dxc 600 pro synchron system. The customer described the volume of the leak as 0.5 ml. There were no reports of injury or exposure. No erroneous results were generated.